Event description:
It was reported that patient experienced an occlusion due to a bent cannula and high blood glucose event occurred on (b)(6) 2026 and was treated with Correction bolus via pump and sometimes Correction injection via Multiple Daily Injections.

Manufacturer narrative:
Initial 1 of 2.Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.